Manufacturer narrative:
Following the initial report, olympus dispatched a field service engineer (fse) to the user¿s facility. While there, the fse discovered a cable issue. The customer purchased a new cable to remedy the situation. At this time the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf generator unit began displaying an e006 error code during preparation for a therapeutic laparoscope procedure. According to the initial reporter, the intended procedure was completed using a similar device. The customer confirmed that this event did not result in any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6 (add type of investigation code 10 ¿ testing of actual/suspected device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "e006 error" malfunction would likely be a cable failure (faulty contacts at the working element or the connection cable can particularly occur if the instruments are put together incorrectly, and the generator is activated). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.